Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nano¿ 4mm pen needle had no insulin flow during the injection. The following information was provided by the initial reporter: "consumer stated, no insulin flow when taking injection stated, he does not prime pen needle before taking injection but he will going forward.".

Manufacturer narrative:
The following fields were updated due to additional information: d1: medical device brand name- bd nano¿ 2nd gen pen needle. D3: medical device manufacturer -becton dickinson and co. D4 UDI: (B)(4). D4. Medical device lot #: 1351564. D4. Medical device expiration date: 31dec2026. H4. Device manufacture date: 17dec2021. D4. Medical device lot #: 1350732. D4. Medical device expiration date: 31dec2026. H4. Device manufacture date: 16dec2021. G1: manufacturing location becton dickinson and co. G5: PMA/510(k)# k212015. D9: device available for eval yes. D9: returned to manufacturer on: 03jan2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number1351564 and the 4th complaint for the reported lot number 1350732 . A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue. Hence a potential root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle had no insulin flow during the injection. The following information was provided by the initial reporter: "consumer stated, no insulin flow when taking injection stated, he does not prime pen needle before taking injection but he will going forward."